Event description:
The manufacturer was contacted in reference to a dreamstation 2 device. The patient alleges the device shut off while in use and gave several error messages, ending in insufficient power supply. The patient was awakened due to shortness of breath as result of this incident with the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was plugged into a "power cube". The patient stated when the device shut off, "could not breathe, that's what woke me up." The error codes were displayed when the patient attempted to unplug and plug in the device again which ended in insufficient power supply. The patient was performed troubleshooting of the device and was advised of the necessary steps to take for repair if needed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.